Event description:
Hcp explanted pump 21 days after implant when pt developed an infection that presented as incisional wound opening, redness, swelling, and drainage from the device pocket. The pt did not have meningitis. The pt was treated with both IV and oral antibiotics and total device system explant. The pump was returned to the MFR for device analysis. The infection resolved and there was no drug withdrawal. The pt was started on fentanyl transdermal patches and ms contin.